Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call the sensor had inaccurate readings that triggered threshold suspend alarm. The patient¿s blood glucose was 130 mg/dl and the sensor glucose was 40 mg/dl at the time of the incident. Customer received a change sensor alert after a calibration not accepted. Sensor updating and blood loss that their blood glucose and sensor glucose levels were not in acceptable range. The device is expected to be returned for analysis.

Manufacturer narrative:
Unable to confirm sensor anomaly due to customer did not return sensor. Checked introducer needle for burrs or hooks and dull needle tip defects and none where found. Introducer needle passed per specifications.